Event description:
It was reported via facility medwatch (B)(4) that guide coating detachment occurred. The target lesion was located in an unspecified vessel of the liver. A 200cm, 8cm v-18¿ control wire¿ guide wire was selected. During a biliary drain placement procedure, it was noted that the distal 3.5 cm glide wire coating sheared off. No other portions other than the thin glide coating monolayer remained within the parenchyma of the patient¿s liver. The 200cm, 8cm v-18¿ control wire¿ guide wire was removed easily. No further patient complications were reported. The physician believed that the event did not contribute to any consequences to the patient.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).